Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf impact code f2301 captures the reportable event of additional device required in unknown anatomy location. Imdrf device code a0501 captures the reportable event of yoke and or ball weld detachment of device or device component.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on unknown date. It was reported that during the procedure, the clip was placed successfully. However, a small metal piece broke off inside the patient. The piece was suctioned through the scope and retrieved using a polyp trap. There were no patient complications reported as a result of this event.